Event description:
Upon receipt of follow up information on (B)(4) 2013, the case initially considered as non-serious was upgraded to serious (seriousness criteria: steroid injection-intervention). This serious unsolicited device case was received from (B)(4) on (B)(4) 2013 from an orthopedist via (B)(4). This case concerns a (B)(6) female patient who developed joint fluid retention after receiving treatment with synvisc. Past medications included previous use of synvisc (first course; started on (B)(6) 2011). No medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2012, the patient received treatment with intra-articular synvisc injection (second course; dosage regimen, batch/lot and expiration date: unk) into an unspecified knee for gonarthrosis. On (B)(6) 2012 (7 days after the injection), the patient developed joint fluid retention (joint effusion) with joint swelling. On an unk date, the patient started treatment with corticosteroid (unspecified) for the event. On (B)(6) 2012, the patient recovered from the event. It was reported that steroid was commonly used medication to treat adverse reactions and there was no further information available on this case. Action taken: withdrawn nos (the patient only received first injection of second course). Corrective treatment: corticosteroid (unspecified). Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter's seriousness assessment: non-serious. Report's casuality assessment: highly probable. Additional information was received on (B)(4) 2013: ptc investigation report was added. Additional information was received on (B)(4) 2013. Previous synvisc course was added, suspect product information (start date, stop date, route of administration, action taken) was updated, corrective treatment was added, reporter's seriousness criterion was added and action taken) was updated, corrective treatment was added, reporter's seriousness criterion was added and reporter's causality was amended from definite to highly probable. Symptom of joint swelling was added. Additional information was received on (B)(4) 2013. As no new safety information was received, therefore, the follow up was processed as nni.

Manufacturer narrative:
Pharmacovigilance comment: sanofi comment dated (B)(4) 2013: the causal role of synvisc cannot be ruled out for the occurrence of event of joint fluid retention and joint swelling (symptom of joint fluid retention), however, lack of information regarding the previous medical history and the concomitant medications used precludes the complete case assessment.